Event description:
A malfunction was reported on the customer's pump, displaying malfunction code 3 and a fault ID. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to use multiple daily injections as backup therapy and will receive a replacement pump with updated software. The customer understood the instructions for using the replacement pump, including returning the faulty unit and the shipment process.